Event description:
It was reported that unstable angina occurred. In (B)(6) 2020, the subject was referred for cardiac catheterization and the index procedure was performed on same day. The target lesion was located in the 1st diagonal with 85% stenosis and was 10 mm long, with a reference vessel diameter of 2.50 mm. The target lesion was treated with pre-dilatation and placement of 2.50 mm x 12 mm synergy stent system. Following post-dilatation, the residual stenosis was noted to be 0%. Five days later, the subject was discharged on aspirin and clopidogrel. In (B)(6) 2022, the subject was diagnosed with unstable angina and was hospitalized on the same day for further evaluation and treatment. A week later, the event was recovered/resolved. On the same day, the subject was discharged on aspirin and clopidogrel.

Manufacturer narrative:
(B)(6).